Event description:
.

Manufacturer narrative:
Additional information has been received regarding this right ventricular (rv) lead. The pace impedance measurement is 1800 ohms. All other lead measurements are stable and within normal limits. There have been no reported impedance jumps of 500 ohms or greater. The plan is to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit a range of impedance measurements at times exhibiting acute change greater than 500 ohms pace impedance. The boston scientific local area sales representative planned to investigate the daily measurements further to see how long the fluctuations in pace impedance may have been going on. There was no report of adverse patient effect in association with these clinical observations.

Manufacturer narrative:
To date, information suggests that this lead remains actively in service. As new information would become available, this report will be further evaluated and updated.